Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Leading [leaving] me concerned and seeking medical attention [adverse event] one fell apart and folded out...the second had fractured from the top- tampon [device breakage] case narrative: consumer reported via e-mail that the tampons fell apart and fractured at the top. No serious injury reported.

Event description:
Leading [leaving] me concerned and seeking medical attention [adverse event]. One fell apart and folded out. The second had fractured from the top- tampon [device breakage]. Case narrative: consumer reported via e-mail that the tampons fell apart and fractured at the top. No serious injury reported.

Manufacturer narrative:
Product investigation is in progress.